Event description:
Reporting status: serious injury/medical intervention reporting rationale: dissection requiring medical intervention to prevent permanent impairment/damage. Device issue: resistance crossing lesion. It was reported that the procedure involved two tandem lesions occurring at the anastamosis site of a saphenous vein graft (svg) and into the left arterior descending (lad). Another company's drug eluting stent was placed in the distal lad lesion. Then, the 4.0 x 8 mm rx vision stent delivery system (sds) was attempted to be placed in proximal lesion; however, the sds was not able to cross. A voyager balloon catheter was used to further pre-dilate the proximal lad lesion and the pilot 50 guide wire was also used as a buddy wire. The vision stent was placed in the proximal lesion after pre-dilatation with the voyager balloon catheter. After both stents were placed, it was noted there was a dissection between the first and second stent implants. A third stent was placed to treat the dissection. No additional event or pt info is available.